Event description:
Customer's spouse called to report the passing of her husband. Caller stated that the cause of death was uncontrolled diabetes and infection in the foot. Caller stated that the customer had an infection and removed the nail from the toe. Caller stated that the customer was taking sleeping pills to sleep, but the infection was getting so bed. Caller stated that the customer had pneumonia, uncontrolled diabetes and infection prior to his passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.